Event description:
Patient was connected to a new IV line. Once the fluid was started and infusing it was noted by myself and patient family member that the fluid was leaking out from the leur activated valve closest to the patient. I was trying to connect the IV tubing to peripheral IV catheter and unable to do so. Upon inspection of the tubing, it was noted that the male leur adapter was deformed and unable to connect to the vascular access device(peripheral IV).